Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter's phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device failed pretest for noise and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device had an abnormally high temperature. It was reported that there was no delay in the procedure as an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.